Event description:
The facility biomed reported a colleague infusion pump with pole guide damage. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with pole guide damage was confirmed during product evaluation. The root cause of the reported problem was determined to be rear housing cracked. Appropriate action was taken to correct the reported problem by replacing the rear housing. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.